Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat a moderately tortuous, heavily calcified de novo mid right coronary artery (mrca) that is 90% stenosed. A non-abbott guide wire was inserted and a 3.5x12mm nc trek balloon dilatation catheter (bdc) was advanced. Once at the lesion the balloon was pressurized at 14 atmospheres and ruptured. Another bdc was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.